Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The devices were not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of angina and myocardial infarction as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported angina was likely a cascading effect of the myocardial infarction. Additionally, numbness appears to be related to procedural circumstances associated with the way the patients arm was positioned during the procedure. Based on the information reviewed, a definitive cause for the reported patient effect of myocardial infarction could not be determined. Although a conclusive cause for the reported myocardial infarction and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is filed for the myocardial infarction and hospitalization. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Three clips were implanted and the mr was reduced from grade 4+ to grade 2+. Post mitraclip implantation, the patient experienced arm numbness and angina. Troponin levels were positive and the patient was diagnosed with non-st elevation myocardial infarction (mi). Cardiac catheterization was performed; however, no culprit lesion was noted. The patient remained hospitalized, but no additional intervention was performed. The angina/mi resolved on (B)(6) 2016. A neurology consult was obtained for the arm numbness, but no treatment or additional testing was performed. The arm numbness resolved on (B)(6) 2016. No additional information was provided.